Event description:
The customer reported the following: "balloon pump battery failed approx 30mins into a pt transfer. The battery was fully charged before transfer from (B)(6) to destination (B)(6) hospital. Near (B)(6), the battery capacity was noted at 3/4, but within a few mins the capacity reduced drastically, the device alarmed then power failed and balloon support ceased. The ambulance was diverted to (B)(6) hospital to assess the pt. The transfer was subsequently completed without balloon support." The pt expired the day after the incident, but the hospital has indicated that the pt's death is not considered a consequence of the iabp failure.

Manufacturer narrative:
A maquet service engineer evaluated the pump. The unit failed the battery runtime test, with the iabp shutting down after 35 mins. A replacement battery was installed. The iabp was tested to factory specifications, including battery runtime. It functioned normally and was returned to the customer. The battery pack was returned to the factory for evaluation. Both batteries were confirmed to exhibit short battery runtimes. The batteries are being sent to a third party laboratory for further evaluation. A follow-up medwatch will be submitted when our investigation is complete.